Event description:
It was reported that bd nexiva single port extension tube burst. The following information was provided by the initial reporter: one of the 20g IV was where the extension busted during an IV push in the afternoon after IV inserted that morning.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Material information changed in d tab dues to samples returned. Investigation results: the complaint of a damaged extension set was confirmed from the photograph that was provided for investigation. The photo showed a 20g nexiva IV catheter with evidence of use. The extension tubing was shown in two segments. The device was apparently used; however, it could not be determined what caused the extension tubing to separate into two segments. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.